Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Report sent to FDA by initial reporter is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited failed occlusion low at 11.39 pounds per square inch psi during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was all intact. There was no evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation and functional testing. However, signs of fluid ingression were found on downstream occlusion sensor which possibly cause the issue; the downstream sensor was replaced as preventive action. No fault was found as the reported issue was not duplicated; the root cause was undetermined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4), corrected data: correction: d4: model number: 6400.